Event description:
It was reported that the patient experienced frequent dizziness and syncopal episodes. The atrial lead exhibited oversensing and capture issues due to clavicular crush. The lead insulation was abraded in the area of the crush. The lead was replaced.

Manufacturer narrative:
Na